Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that needed help linking the meter and the insulin pump. The battery died and they woke up with a high blood glucose. The infusion set¿s cannula was bent. The customer¿s blood glucose level during the incident was within the range of 460 mg/dl to 490 mg/dl. They did not mention any form of treatment. Troubleshooting was performed for the bent cannula. The device will not be returned for analysis. The infusion set will be replaced and returned for analysis.